Event description:
It was reported that while traveling and engaging in prolonged walking, the user experienced recurrent low blood glucose reported at 53 mg/dl and later high blood glucose reported at 401 mg/dl when resuming ilet insulin delivery, despite consuming usual meals and treating lows with oral glucose; education was provided on pausing the ilet, treating only confirmed lows, and allowing glucose to trend upward before resuming full meals. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included transient low and high glucose events without emergency treatment or hospitalization. Investigation of this case revealed that the events were consistent with user management behaviors during increased physical activity, including intermittent pump pauses, pretreatment or overtreatment of anticipated lows, and immediate meal intake after treating lows, which can contribute to rebound hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user management of therapy during exercise and carbohydrate treatment practices.

Manufacturer narrative:
Initial.